Manufacturer narrative:
This report is for unknown plates. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown plates. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: edelmann et al., (2011), comparison of functional outcomes in angle-stable osteosynthesis of comminuted fractures of the proximal humerus with those with percutaneous kirschner wire fixation. A prospective study of mid-term results, acta chirurgiae orthopaedicae et traumatologiae cechoslovaca, volume 78, pages 314¿320 (czech republic). The purpose of this prospective non-randomized study was to assess, in the mid-term, functional outcomes of a group of patients with multiple fragment proximal humerus fractures treated with angle-stable implants, whether with nails or plates, and to compare the results with the method of percutaneous fixation with kirschner wires (k-wires). Between 2006 and 2008, 23 patients with a proximal humerus fracture were treated with an unknown synthes philos plate, 32 patients were treated with a nail from a different manufacturer, and 14 were treated with a k-wire from an unknown manufacturer . The patients were regularly examined on an outpatient basis with respect to their subjective and objective status in 3, 6 and 12 months' time and subsequently once a year. The average follow-up was 30 months. All patients were gradually re-examined and the final constant score and dash score. Complications related to synthes philos plate were reported as follows: 10 patients had partial avascular necrosis while 2 patients had necrosis of the entire head. 1 patient had deep infection. The use of plates and nails was sometimes associated with the prominence of screws, although the article did not mention how many cases experienced this event. 5 patients were reported who have died. One patient in connection with a severe injury that also involved the monitored proximal humerus fracture, one due to an embolism in the pulmonary artery two months after the injury and the remaining three patients with no connection to the injury. This report is for unknown philos plate. It captures 10 patients had partial avascular necrosis while 2 patients had necrosis of the entire head, and 1 patient had deep infection. This is report 1 of 2 for (B)(4).